Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was chipped and cracked, the bottom case was cracked and the tamper seal was removed/broken. Review of the event history log showed an occurrence of a "depleted battery" alarm. Functional testing involved multiple flow and occlusion tests and checking the battery status. The investigation was unable to duplicate the reported issue, the battery worked and no messages displayed during testing with the pump plugged in. Based on the investigation, the complaint allegation was not confirmed. The battery was replaced as a preventive measure, it was over five (5) years old. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that the pump exhibited "system error-battery depleted" even when plugged into an outlet. It is unknown if there was any patient involvement or any adverse effects.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 14-jun-2022 via email and attached to complaint object: event date was updated from unknown to 3-feb-2022. Patient details updated in complaint. The event occurred while in use with the patient. The patient was receiving fentanyl 25mcg/ml. The remaining infusion volume was delivered utilizing a new pump. The medication being infused was not life sustaining. There was no injury to the patient and no intervention as a result. H6: event problem and evaluation codes: updated.